Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected pump error 25, low battery alert, battery power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the pump trace download. No unexpected pump error 49/23 alarm noted during testing. The thus download was successful. Pump error 63 alarm (variableinfo=9) and pump error 4 alarm confirmed in the pump history due to software error. Unit was cut open and inspected. No visible physical damage or moisture damage noted on the electronic assemblies. The p-cap locks properly into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank screen and vibrating. Customer was able turn back on insulin pump but received multiple pump error alarm. Insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.